Event description:
Acct reports that the product in question had a "crack" at the distal end of the filter. States they were running prostaglandin through the extension set on a nicu pt when the filter began leaking. Sample available. No injury to pt reported.